Event description:
Pt saw dr/pa for wound check after ICD implant. Incision pink and sore. Started antibiotic for 7 days. Two months later, after shower pt noticed wound was gaping open and a stitch protruding. Sent to hosp for admission after being seen in office this same day. Wound shows dehiscence. Sutures didn't hold but no signs of infection. Will see surgeon to decide if generator needs to come out.